Event description:
A tps handpiece cord was sent for evaluation because it was causing a handpiece to run without activation. The event occurred during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the cable causing handpieces to run without activation was attributed to a corroded analog ground pin.